Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message ¿housing fan one defective¿ and ¿housing fan two defective¿ were displayed. The customer continued the priming procedure with another cardiohelp device. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the error message ¿housing fan one defective¿ and ¿housing fan two defective¿ were displayed. The customer continued the priming procedure with another cardiohelp device. A getinge field service technician (fst) was sent for investigation and repair on 2023-09-16/19 and 2023-10-14. According to the fst both fans were covered with dust and lint. The housing fans were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error messages "housing fan defective" could be confirmed on the date of event. Another fan with the same issue was already investigated by the getinge life cycle engineering on 2017-09-11. A lot of dust at the box and the rotors of both fans was determined in the investigation. The most probable root cause was determined as a temporary blocking of the fans by an accumulation of dust. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. Furthermore in the instruction for use (IFU), (chapter 2.2.1 "general risks in the use of heart-lung support systems") it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The review of the non-conformities has been performed on 2023-08-16 for the period of 2014-08-14 to 2023-08-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-08-14. Based on the results the reported failure "housing fan defective error message" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#: (B)(4).